Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to overwritten history file. They were unable to perform the excessive no delivery test due to the constant motor error alarms. The pump had broken battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 212 mg/dl. The customer was changing the infusion set when the no delivery alarm was received. She rewound the pump and received the motor error alarm and motor position encoder error alarm. The pump settings were wiped out. There was a crack on the pump and a piece of plastic was missing from where the battery goes in. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was not able to resolve the issue. The device was returned for analysis.